Event description:
Approximately nine months post angioplasty and stenting of the stenotic lesion in the left cavernous internal carotid artery, the patient was noted to have bilateral symptoms at a routine follow-up visit. Angiography demonstrated restenosis in the stented region resulting in the near occlusion of the stent. No treatment was given for the restenosis.

Manufacturer narrative:
Conclusion: anticipated procedural complication. A device history record review confirmed that the device all met material, assembly and performance specifications upon release. The device remains implanted so was not available for evaluation. From the information provided there is no indication that there was any device malfunction, nonconformance or misuse that contributed to the reported event. Restenosis is a known and anticipated complication to these types of procedures and is listed as such in the directions for use. Therefore it was determined that the reported event was an anticipated procedural complication.

Manufacturer narrative:
It was reported by the user facility that the patient had been enrolled in the (B)(6), (B)(4).

Event description:
Approximately nine months post angioplasty and stenting of the stenotic lesion in the left cavernous internal carotid artery, the patient was noted to have bilateral symptoms at a routine follow-up visit. Angiography demonstrated restenosis in the stented region resulting in the near occlusion of the stent. No treatment was given for the restenosis.